Event description:
The patient reported they were experiencing pain in the legs and back and the device was not charging. Through troubleshooting it was discovered that the recharger was working fine and the implant battery was &#59398;ull. The programmer screen was blank. Changing the programmer batteries did not resolve the issue. The device was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they experienced a loss of therapy and as a result they turned there stimulation off. The patient stated that they were unable to stand for 10 min because the pain in their legs was so bad. The patient had not charged the ins in more than 1-3 months prior to this report, and they had poor communication while trying to interrogate the ins with the patient programmer. The ins recharger was also unable to connect with the ins and it was suspected that the ins was in over-discharge. The importance of keeping the ins charged even when not in use was reviewed with the patient. The patient was redirected to their hcp. No further complications were reported.